Event description:
It was reported ems attempted to insert an io into a pt in the field. The driver lost power during insertion and they were unable to place io. No pt death or complications were reported.

Manufacturer narrative:
(B)(4)